Event description:
It was reported that the user experienced elevated blood glucose after an unintended missed dinner announcement, followed by an infusion set change and temporary disconnection from the ilet, and later expressed concern about insulin delivery; the user was guided to review algorithm steps, insulin on board, insulin delivered, and meal announcements, and reported intermittent unresponsiveness of the meal announcement slide feature. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included technical support troubleshooting and user education via review of device history and operating steps. Investigation of this case revealed user-reported difficulty with the meal announcement swipe control, with no device inspection performed. It was concluded that hyperglycemia occurred with cause unclear, and user education on verifying insulin administration was provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.